Event description:
It was reported that during a da vinci si myomectomy procedure, customer reported that while they were suturing the patient's uterus, the surgeon noticed that the strings of the maryland bipolar forceps instrument were detached from the tip. The procedure went well and with no incident to the patient. The patient was transferred to the recovery room.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable located at distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.